Event description:
A customer contacted beckman coulter inc. (Bec) regarding a higher than expected bhcg result above the normal reference range generated by the unicel dxl 800 access immunoassay system for one patient's sample. Subsequent testing produced lower results within the normal reference range for both of the patient's samples. The erroneous results were not reported outside of the laboratory. The customer did not report any patient injury requiring medical intervention or change to patient treatment attributed or connected with this event.

Manufacturer narrative:
All results were from the same sample during the same day. No centrifugation was performed. Per customer, the cause for this incident was most likely pre-analytical sample handling.